Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, customer experienced slow and sluggish performance of the station the customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was bloated. A technical support specialist (tss) checked the performance monitor, which showed random-access memory usage at 66%, disk at 90%, and a database size of 9.7 gb. The recovery model was changed from full to simple, and the database size was reduced to 8.1 gb to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.